Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was sticking. The surgeon continued to use the device; however while making the last stitch, the device got stuck and the needle broke in half. There was no patient injury.